Manufacturer narrative:
B2. Outcomes attributed to adverse event; corrected data; initial reported inadvertently omitted information known prior to submission. B5. Describe event or problem, corrected data: initial report inadvertently separated adverse events in two different reports but moving forward all events will be housed within a single report f10. Adverse event problem, corrected data: initial report inadvertently coded 'e2403' instead of 'e231201.'

Event description:
The report of fatigue will now be housed in this report, MFR. Report # 1644487-2023-01496.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon interrogation of the patient device high impedance was seen. Patient was noted to also be experiencing fatigue. Additional information was received noting that the device was disabled and that the patient was referred for a revision. It was also noted that the patient recently went to the emergency room due to an increase in seizures. The report of fatigue is reported in MFR. Report # 1644487-2023-01515 information was received from the physician noting that the cause of fatigue is currently unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a battery replacement procedure. During the procedure, high impedance was still seen and the surgeon noted the lead looked "messed up". A test resistor was used and the generator diagnostics were within normal limits, which confirmed the lead was the source of the high impedance. The surgeon noted he was not prepared for a lead revision and the lead was left implanted.